Manufacturer narrative:
The reported event of sensing anomaly and high pacing impedance were not confirmed. Final analysis found the complete lead was returned in one piece measuring 58.6 cm. The inner coil inside the connector region was found overtorqued consistent with procedural damage. The entire lead was examined, and no indication of fracture or shorts were found. Impedance test was also normal. Other than the procedural damage, analysis was otherwise normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the pacemaker implant procedure, the right ventricular lead exhibited high pacing lead impedance. Initially, the lead was placed in the right ventricle and exhibited low r wave sensing and high pacing impedance. The lead was then re-positioned but continued to exhibit high pacing impedance. Subsequently, the lead was replaced and the procedure was completed without further incident. There were no adverse consequences to the patient.